Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification with respect to the reported downstream occlusion that will not clear, which was not reproduced but was confirmed through review of the event history log. During evaluation, downstream occlusion tests were performed with passing results. No component causality could be identified. The unit was calibrated to ensure continuous proper functionality.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no patient involvement.